Manufacturer narrative:
D3 - manufacturing plant address, state, and zip code were corrected. One device was received for evaluation. Functional testing was unable to duplicate the reported problem; however, it was confirmed in the device's event history log. The keypad was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a key struck error. No additional information was provided.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.